Manufacturer narrative:
UDI not available for this system at time of filing. The issue was resolved and unable to replicated, therefore no system checkout was completed. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the system unexpectedly exited while testing a new tools package. While using the spine software, the manufacturer representative had switched languages to (B)(6) and selected an ¿open cervical fusion¿ procedure. When the manufacturer representative made this selection, the application exited, but the system did not restart. The issue was resolved by typing the ¿reboot¿ command into the terminal window. The reported issue was unable to be replicated. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.